Manufacturer narrative:
Based on the information provided, the cause of the reported event cannot be determined. A system log review was not performed as there is insufficient or unconfirmed product/event information. Section d4: due to the lack of specific information regarding the da vinci instrument associated with the adverse event, a generic system material number was used.

Event description:
In a social media post, a video is recorded by a physician reviewing the da vinci dv5 who stated "the insufflator is another major limitation. It fails to maintain pneumoperitoneum reliably and generates too much smoke, and isn't viable for a high-performance surgery, in my opinion. I've already had to replace it with a third-party system for my operations". There was no report that a da vinci device caused or contributed to an adverse event. Multiple requests for additional information from the social media author were made; no response has been received.